Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 which occurred on the homechoice (hc) during use, during initial drain. The technical service representative (tsr) explained the alarm and then had the home patient (hp) troubleshoot the hc. The tsr advised the hp to discard the supplies and to start over with new supplies. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2012 regarding reported problem. The home patient (hp) stated that they recently had their machine swapped out and therapy has been going well since then. Hp stated they did not notice anything unusual with the supplies that could have caused the alarm. The hp stated they have talked to their registered nurse (rn) regarding the alarm and everything checked out fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.